Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to charging their old device all day for eight hours was ¿charging used to take a long time¿. It was reported that the status of their old device was ¿it was left with their provider. It was reported that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and failed back surgery syndrome. The patient reported that they got a new device last week (they think on (B)(6) 2018), and it is much better than their old device. The patient stated that their old device might take all day or 8 hours to charge, and the new one only takes an hour. They indicated that they are very happy. No further complications or patient symptoms were reported or anticipated.